Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 480 mg/dl and multiple boluses were delivered to in an attempt to lower the bg level. The customer was not sure what the cause of the high bg was. The customer was hospitalized for diabetic ketoacidosis (dka). The customer was treated with an insulin drip. While in the hospital the customer performed a pump system check. The pump time was found to be 12 minutes off and the customer did not know why the time was incorrect. Tandem technical support assisted the customer with correcting the time. The pump history and pump data were reviewed which showed the last bolus delivered was at 11:22am on (B)(6) 2017. However, the customer reported to have delivered 3 more boluses after that time. A pump test bolus was performed and the test bolus was shown in the history. The customer was convinced that the additional boluses were delivered. Cts attempted to follow-up with the customer to confirm the discharge date and to ensure that the pump was functioning as expected; however, the customer did not respond to the follow-up requests.